Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "the first one concerning a sst ii advance sampling tube 3.5 ml, batch number: 8302503, expiry 2020-04, for which the agar remained on the surface of the tube after centrifugation- the serum was taken manually afterwards but we can see the level at which the agar was placed), which caused a clogging of our automaton and errors in the results. The other tubes centrifuged at the same time were centrifuged correctly and the other tubes of that day of the same patient were also centrifuged correctly. (The centrifugation speeds in the laboratory are in accordance with bd recommendations)."

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "the first one concerning a sst ii advance sampling tube 3.5 ml, batch number: 8302503, expiry 2020-04, for which the agar remained on the surface of the tube after centrifugation- the serum was taken manually afterwards but we can see the level at which the agar was placed), which caused a clogging of our automaton and errors in the results. The other tubes centrifuged at the same time were centrifuged correctly and the other tubes of that day of the same patient were also centrifuged correctly. (The centrifugation speeds in the laboratory are in accordance with bd recommendations)."